Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone, she had removed the sensor as it kept reading low blood glucose when the customer's blood glucose was over 400 mg/dl. No troubleshooting was performed on the insulin pump. Customer's spouse went on to mention the customer had blood at the site of the sensor, customer took blood thinners. Customer is not returning the insulin pump for further analysis.